Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit is not printing correctly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and confirmed printer printing poorly and several printer related error codes. Replaced printer. This corrected issue. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0161-00-0024-04 rev. D, serial number (B)(6) with a reported unit failure of the printer not functioning correctly. The fat performed a visual inspection and found the part to be in good condition. The fat installed the printer in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed that the printer was not printing correctly. Fat verified the reported issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.